Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1330301) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported by aci sales rep: 6f 11 cm bsc super sheath, mx6721 mynxgrip, no disease at arteriotomy, balloon loss of pressure during immediate pullback, manual compression was applied for 25 minutes. Deployer: intraining. Stick location: cfa. Vessel size: 6 mm.